Manufacturer narrative:
The reported condition was confirmed however, the exact cause could not be reliably determined.

Event description:
The device was used during a thoracoscopic bullectomy procedure. Reportedly, the instrument did not staple. The surgeon resected the incomplete staple line and applied another device. The hospital has reported the pt's condition is satisfactory.